Manufacturer narrative:
Inspection of the reservoir was performed and found detached snap cap from the septum site, therefore, this will cause the reservoir to leak.

Event description:
Customer reported that the reservoir that connects the tubing broke off. No additional information was provided.